Manufacturer narrative:
The sapien 3 valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The commander delivery system IFU was reviewed for instructions and guidance. Potential adverse events include paravalvular or transvalvular leak and valve regurgitation. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for central regurgitation was confirmed based on the medial record review. A review of the IFU and training manuals revealed no deficiencies. During manufacturing process all sapien 3 valves re 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distributions. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'a valve-in-valve procedure was performed. A 26mm sapien 3 ultra valve was implanted inside a sapien 3 valve due to regurgitation.' Per the instructions for use (IFU), valve regurgitation is known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. In this case, patient had a history of stage iii chronic kidney disease (ckd). Ckd is known patient factor, which can increase the risk of leaflet calcification/thickening resulting in central regurgitation. In this case, available information suggests that patient factors (ckd) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no product risk assessment no corrective or preventative action is required at this time.

Event description:
After further clinical review, a correction for the aortic regurgitation was noted in the medical records. The severe aortic regurgitation was determined by echo (tee) moderate to severe central aortic insufficiency.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edward's field clinical specialist, approximately 4 years and 9 months post implant of a sapien 3 valve in the aortic position, a valve-in-valve procedure was performed due to regurgitation. A 26mm sapien 3 ultra valve was successfully implanted inside a sapien 3 valve by right femoral artery approach. The patient was discharged home in stable condition. Upon review of medical records, an echo (tte) at 4 years and 8 months revealed severe aortic regurgitation. Of note, the mechanism was undetermined (paravalvular leak vs. Central leak). Post valve-in-valve echo (tte) revealed no indication of aortic valve regurgitation. Of note, the serial number for the initial sapien 3 valve was unable to be provided. Per medical records, the date of the initial implant was provided.